Event description:
It was reported that the arctic sun device was connected to patient on (B)(6) 2023 and the incident happened at (B)(6) 2023. The patient started to be sweaty and warm. They checked the device and noted that the water temperature was 40c. The device did not alarm and there was adequate water levels in the machine. The patient temperature showed on the device were was 36.7c and the patient tympanic temperature was 38.1c. The arctic sun pads were too hot as well. The new device was changed and then water temperature noted to be alright. They had checked against the serial number. Which was (B)(6). They have isolated the device and eme should be aware through the reporting system. They noted that when the device was switched, the probe would have been the same and therefore would have no bearing on that.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty temperature cable. The serial number was unknown; therefore, the device history record could not be reviewed. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Hence, a labeling review was not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device was connected to patient on (B)(6) 2023 and the incident happened at (B)(6) 2023. The patient started to be sweaty and warm. They checked the device and noted that the water temperature was 40c. The device did not alarm and there was adequate water levels in the machine. The patient temperature showed on the device were was 36.7c and the patient tympanic temperature was 38.1c. The arctic sun pads were too hot as well. The new device was changed and then water temperature noted to be alright. They had checked against the serial number. Which was (B)(6) they have isolated the device and eme should be aware through the reporting system. They noted that when the device was switched, the probe would have been the same and therefore would have no bearing on that.

Event description:
It was reported that the arctic sun device was connected to patient on (B)(6) 2023 and the incident happened on (B)(6) 2023. The patient started to be sweaty and warm. They checked the device and noted that the water temperature was 40c. The device did not alarm and there was adequate water levels in the machine. The patient temperature showed on the device were was 36.7c and the patient tympanic temperature was 38.1c. The arctic sun pads were too hot as well. The new device was changed and then water temperature noted to be alright. They had checked against the serial number. Which was dygqy028 they have isolated the device and eme should be aware through the reporting system. They noted that when the device was switched, the probe would have been the same and therefore would have no bearing on that.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.